Event description:
It was reported that the system 9600 would display interlock failure upon initialization. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.